Manufacturer narrative:
Livanova (B)(4) manufactures the s5 e/p-pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During investigation at livanova (B)(4), the issue was reproduced and could be traced to a shorted transistor on the pcb battery switch. Replacement of the board resolved the issue and subsequent testing was completed satisfactorily. A technical safety inspection was performed and the device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 e/p-pack. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the complete e/p-pack to resolve the issue. The replaced device was sent to livanova (B)(4) for further investigation. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the customer was unable to turn off the s5 system power to restart the unit after receiving "ups" and "power supply fan" errors during maintenance. There was no patient involvement.